Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. Device had cracked reservoir tube lip near the reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor issues and had physical damage. The customer stated the priming process was slower and sounded louder. Troubleshooting was not completed as the customer declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.